Event description:
It was reported that the patient's right ventricular lead exhibited noise oversensing causing pacing inhibition. No interventions were performed. The patient's condition was unknown.